Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with blood glucose reaching 329 mg/dl and remaining above range for a few hours despite a recent infusion set change and no noted set or tubing issues. Symptoms included elevated blood glucose without loss of consciousness, dizziness, diabetic ketoacidosis, or other acute effects. Outcomes included no medical intervention, no use of backup insulin therapy, and no ketone testing. Investigation included troubleshooting and education regarding monitoring trends and, if using backup insulin, disconnecting from the ilet and waiting before reconnecting. Investigation of this case revealed an unclear cause of hyperglycemia with no confirmed device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.